Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03050. Additional information received identified the patient's leads were explanted and replaced. Also, after further review it was determined the original leads were placed peripherally (off-label).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03050. It was reported the patient is experiencing ineffective stimulation from the right lead. An sjm representative was unable to resolve the issue with reprogramming as impedance issues were encountered while reprogramming the left lead. X-rays revealed the right lead has migrated. The next course of action is undetermined at this time. The location(right or left) of each lead is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.